Event description:
The customer reported "will not defibrillate, defibrillator did not charge, pt expired." The customer clarified that during use, they were having a hard time trying to get the leads to be recognized when they were trying to obtain a 12 lead. It would show that one lead was not on so they changed EKG pads and place it on the pt and then another lead would show that it was off so they changed the EKG pad. Now the leads were coming off the 12 lead cable on the left side of the monitor. When the pt went into v-fib they placed the pads on the pt and the monitor did not recognize that they were on the pt. Also, the etco2 did not work. This complaint addresses: unable to obtain 12 lead/leads were coming off - the user cannot acquire a 12 lead without the leads signals. This will be reported as a non-adverse event, the pt death is reported in MDR # 1218950-2014-03683.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.